Manufacturer narrative:
We were informed that the device was discarded and it is not available for evaluation. Without the product we are unable to verify the device malfunction. An update on the current patient conditions was requested and it is still pending.

Event description:
A report received from the (B)(6) stated that during what was described as a complex case, the surgeon inserted a 25g trocar to place a chandelier. When the surgeon checked the chandelier light placement, he noticed that the patient had a suprachoroidal hemorrhage. The surgeon stated the trocar may have been blunt and the insertion may have caused the hemorrhage but he also stated that the patient¿s eye was a difficult surgery and a high risk case for a complication. The current condition of the patient is unknown.

Manufacturer narrative:
We have tried to contact the hospital several time for any updates on the patient's conditions. We were advised that no additional information is available. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The review of the complaint database did not find other similar complaints for the reported lot number.